Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned for evaluation without any merit lot identifiers, along with a bit of gauze and some particulates. The device was examined, was found in position two (the engaged or ready to use position) on the highest speed setting, and no damage was noted to the catheter. The catheter was examined under magnification to verify that no damage was visible and no damage was noted. Some dried biomatter was found on the distal end of the dispersion wire. The trigger was pressed and the green indicator light was observed to activate and the motor was observed to rotate the dispersion wire. The other slower speed settings were also tested and the device was observed to function on all speeds without issue. No damage to the device could be observed. The nature and origin of the particulates received could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The customer reported that during varicose vein procedure, the wire stopped rotating while catheter was inserted in the patient. The physician disassembled the handle to find foreign material stuck on the proximal end of the catheter and removed it. Once the unknown material was removed, the device operated and finished the procedure using the device in matter. There was no patient harm or injury.